Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient's receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. No additional patient or event information is available. It was reported that the patient using the device was under 12 years of age. The t:slim g4 user's guide states: the t:slim g4 system is indicated for use in individuals 12 years of age and greater.